Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2023, the patient reported that the patient's infusion set's tubing detached at the site connector as it was not connecting. Therefore, the site location was patient's stomach. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.